Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) advancer tube did not show up during a procedure. The device was stored and handled according to the instructions for use (IFU). Attempts to gather additional information were made but unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle, approximately 9 mm from the catheter shaft¿s distal end. The balloon¿s proximal bond was observed separated from the catheter shaft¿s distal end. The sealant sleeve was covering the shuttle cartridge¿s distal end. It should be noted that if the sealant sleeve still remain in its manufactured position which indicates that the device may have not been inserted into the procedural sheath. However, it is unknown if the device was manipulated after the procedure. Unsheathing step was simulated and it was found that the sealant¿s grip tip adhered to the inner of the shuttle¿s distal tip/sealant sleeve and the outer shaft which caused the shuttle to be stuck and unable to be pulled back to the black handle. Multiple attempts were made and the shuttle was able to be retracted. The sealant and advancer tube were exposed after unsheathing. The advancer tube was observed properly engaged to the distal tamp lock. The shuttle cartridge tubing was dissected and both of the tamp locks were found in good condition. However, the outer shaft was observed bunched up at the proximal tamp lock¿s proximal end, which indicates excessive force was applied during the procedure, resulting in the balloon bond separation. The advancer tube¿s length, distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. A review of the manufacturing documentation associated with lot f1634801 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, the unmatched condition of the returned device and the finding from the device analysis, the event reported as the advancer tube did not show up could not be confirmed and a root cause could not be conclusively determined. However, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. In addition, visual inspection at high magnification found evidence of excessive force was applied during the procedure, which may result in the balloon bond separation. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The review of the lot history record f1634801 indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd), advancer tube did not show up, during a procedure.